Manufacturer narrative:
Evaluation results: evaluation of the returned device found that the male buckle components at the bed connecting straps were installed backwards, causing the bed connecting straps to slip when pulled. The issue has been addressed internally via corrective action. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
Customer reported the teeth appear to be correct, but the strap is not holding. The date the issue was discovered is unknown and no patient incident or injury was reported.